Event description:
This 21 mm sjm trifecta valve was implanted on (B)(6) 2012. The valve was explanted on the (B)(6) 2015 due to calcification.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The results of this investigation concluded all three cusps were fibrotically thickened and contained small nodular calcifications. Fibrous pannus ingrowth was found on the inflow and outflow surfaces of each cusp. Cusps 1 and 3 each contained a tear as well as a thin layer of fibrin. There was no evidence of inflammation and gram stains were negative for organisms. No evidence was found to suggest the cause of the calcification, pannus, fibrin and tears was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.